Event description:
It was reported that 20 days after the implantation of the acculink stent in the right internal carotid artery, the patient was found dead in her sleep. The cause of death is unknown at this time. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event patient and device information. There was no reported product deficiency. The reported patient effect of death is a known adverse event as listed in the instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Litigation papers allege the patient was revised to address hip pain. After the surgery, the surgeon reported that the patient's flesh around the affected joint was black from exposure to some substance, and opined that it was metal from the implant.

Manufacturer narrative:
(B)(4).